Event description:
It was reported that the pump shut off unexpectedly while plugged into a power source. Customer confirmed pump display turned on when device was disconnected and reconnected into the power source. Customer resumed insulin delivery successfully. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.